Event description:
It was reported that on (B)(6) 2003, the patient presented with neuromuscular scoliosis status post spinal fusion all the way down to l5 with galveston cobb instrumentation. The patient underwent anterior discectomy at l5-s1; anterior interbody fusion at l5-s1; allograft femoral ring strut augmented with rhbmp-2/acs and putty. On (B)(6) 2009, the patient presented with pseudoarthrosis l1-l2, status post op anteroposterior fusion for correction of neuromuscular scoliosis secondary to myelomeningocele. The patient underwent exploration and fusion from t6 to s1, posterior lumbar interbody fusion l1-l2 posterior spinal fusion l1-2 autologous local bone grafting augmented with rhbmp-2/acs and mineralized bony matrix. On (B)(6) 2010, the patient presented with neuromuscular scoliosis status post anterior and posterior fusion with pseudoarthrosis l1-l2. The patient underwent removal of instrumentation synergy from t5-l5, exploration of fusion from t5-l5, posterior spinal fusion from l1-l2, posterior spinal segmentation from t5-l5 using titanium autologous local bone augmented with rhbmp-2/acs and demineralized bony matrix. On (B)(6) 2011, the patient presented with nonunion l1-l2 status anterior and posterior fusion for neuromuscular scoliosis. The patient underwent anterior interbody fusion l1-2 using rhbmp-2/acs and dbm. The patients post op period was marked by complications which included medical treatment, need for additional surgery, pain,nerve damage, nerve impingement, and ectopic bone formation. The patient experienced physical and mental pain and emotional/mental damage.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2003: op notes: ¿..at the juncture the surgeon s went ahead and got a femoral ring allograft and packed the medullary canal with autogenous local bone graft and bmp soaked collagen sponge (rhbmp-2/acs). Then using the keystone instruments they were able to deliver this and impact it into place between l5 and s1 level. The graft was in a very acceptable position and also the graft is in very secure fashion. So we went ahead and packed the lateral interspace with bmp soaked collagen sponge (rhbmp-2/acs) and also autogenous local bone grafting. The anterior aspect was also packed with rhbmp-2/acs and everything held in place using bone graft putty¿¿. The patient tolerated the procedure well. There were no complications noted. On (B)(6) 2003 the patient underwent the following procedures: transperitoneal exposure of l5-s1 to treat the pre-op diagnosis: scoliosis.